Event description:
It was reported that a person using an ilet pump experienced high blood glucose of 350 mg/dl after starting a replacement pump, with the device delivering 8 units for meals instead of the prior 12; the event was handled as an adverse event without an identified device or use problem, and a device component was not specifically identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the event remained categorized as an adverse event without an identified device or use problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.